Manufacturer narrative:
Onsite analysis of the system found no failures with the system. The system was found to be fully functional during analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system functioned as intended once again after replacing the positioning sensor unit (psu). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. The positioning sensor unit (psu) was returned to the manufacturer for evaluation. Testing found that the camera did not pass accuracy testing as the values returned at 0.404 mm which is above the 0.35 mm threshold. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacture date is unavailable. Other relevant device(s) are: product ID: 9733437, serial/lot #: (B)(4), ubd: 02-jan-2009, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while performing functional testing, the camera of the navigation system failed accuracy assessment kit (aak) testing. It was reported that the value measured at 0.404 mm which was above the 0.350 threshold. There was no patient present when this issue was identified.